Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported "clicking" when using the cochlear implant system. Results of an integrity test done in '08 showed anomalies on multiple electrodes. Explantation/reimplantation was recommended. The patient's device was explanted at about one month later, and a new device was reimplanted during the same surgery. Return of the explanted device has been requested.